Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of thrombosis, occlusion, death, ventricular fibrillation, and ventricular tachycardia, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient presented with segment elevation myocardial infarction (stemi) and the procedure was to treat a lesion in the proximal left main artery with moderate tortuosity and mild calcification. A 4x23mm xience xpedition rx stent delivery system (sds) was implanted in the target lesion. After deployment, blood flow stopped in that lesion and the patient was symptomatic with cardiac arrest, repeated ventricular tachycardia and repeated ventricular fibrillation. The symptoms were treated via cardio pulmonary resuscitation (CPR); however, the patient expired. Thrombosis was observed via angiography. The official cause of death was cardiac arrest. No additional information was provided.